Event description:
It was reported that the pt developed leakage of cerebrospinal fluid. Approx, two weeks later, the hcp reported that he cut the catheter at the catheter connector, and re-connect it. It was reported that the pt's status was recovered. A follow-up will be sent when add'l info becomes available.